Event description:
It was reported that a small volume infusor did not fully deliver its contents (100 ml total of fluoruracil and saline, non-baxter products) after the expected infusion time of 46 hours. The reporter stated that after 46 hours of infusion, approximately 30 ml of solution remained within the device. Before the infusion, the device was stored at room temperature, and priming was not performed. During the infusion, the device¿s flow restrictor was position higher than the bladder, and a patient control module (pcm) was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 28, 2013 to october 29, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with 33 ml of fluid within its bladder. Visual inspection showed no defects. A functional flow rate was performed and the device operated within specification. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.